Event description:
It was reported that the platform displays revert to manual CPR upon power up. It is not known whether a patient was involved, however, there was no report of a patient having been involved. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.